Event description:
An ophthalmologist reported that the day following a combined glaucoma filtration device (gfd) implantation and cataract procedure, the gfd was found to be touching the iris. There is no patient harm and the gfd remains implanted. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis, the gfd remains implanted. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The product investigation could not identify a root cause. There have been five similar complaints reported in the lot number. Zip code is not indicated at this time. (B)(4).